Manufacturer narrative:
D9: date returned to mfg.: 6/28/2024. H3 and h6. Evaluation codes: updated. Device analysis confirmed the complaint. Longitudinal physical damage was observed on the catheter tube. The damage observed results in leakage. It is possible that the defect originated during the assembly process. The type and position of the damage observed is compatible with the jaws of the catheter and needle tip inspection station. Review of the manufacturing records and maintenance tickets during production of this lot showed that no mechanical machine issues that would pertain to this issue were detected. Also, review of the device history record (DHR) revealed that, during the manufacturing of the lot involved, no nonconformances were raised that pertain the issue reported. It is possible that the defective units resulted from a temporary misalignment of the catheter and needle tip inspection station and considered an isolated malfunction. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter leaks near the junction. When wanting to remove with the saline syringe to validate the blood return, air comes back into the catheter. There was patient involvement and no patient harm/adverse event reported.